Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturing report number: 1627487-2020-02023. It was reported by the patient that he had the scs system removed on an unknown date because it did not work for him. No other information is known.